Event description:
It was reported that the customer received a button error alarm on the insulin pump, after removing and replacing the battery. The customer stated she had been wearing the insulin pump close to her body in the pouch of her brassiere, and it was hot outside. Her blood glucose level was 152 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had intermittent button response due to corroded act and down button on keypad trace. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).